Manufacturer narrative:
Manufacturer investigation conclusion: the reported event of no external power alarms was confirmed via the provided log file. The log file contained data spanning approximately 12 days (11oct2020 ¿ 23oct2020 per time stamp). The pump maintained speeds above the low speed limit while connected to the driveline. 7 no external power alarms were observed on (B)(6) 2020, ranging from 18:36 ¿ 18:55 per time stamp. The alarms appeared to have occurred due to disconnections of both controller power cables, and the alarms resolved when power was restored to the system. The backup battery appropriately operated the pump during these no external power events when the driveline was connected. Review of the device history record for the system controller, serial number (B)(4), showed the device was manufactured in accordance with manufacturing and qa specifications. The controller was shipped to the customer on 25oct2016. The heartmate ii patient handbook (rev. G, section 2 ¿how your heart pump works¿) instructs users that the backup battery should only be used in emergencies. Inappropriate use of the backup battery may lead to diminished run time during a power loss emergency. The heartmate ii patient handbook (rev. G, section 5 ¿alarms and troubleshooting¿) instructs users on how to resolve alarms that sound from their controller, including alarms associated with no external power conditions. Patients are advised to immediately connect to a working power source if possible in the case of a no external power alarm. The heartmate ii patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment (section titled "emergency contact list"). No further information was provided.

Event description:
Related MFR numbers: 2916596-2020-05382, 2916596-2020-05385. It was reported that the log files recorded the following events: on (B)(6) 2020 at 09:32, there was a low flow event which the hospital reported was likely due to diarrhea. On (B)(6) 2020 at 18:36, there was a no external power alarm caused by both power leads being disconnected. The emergency backup battery (ebb) operated the system at this time and the pump speed dropped to 9050 rpm. At 18:37, the no external power alarm remained unresolved with the ebb still operating the system. The pump speed was 9060 rpm. At 18:50, power was restored to the controller white lead but power was not restored to the controller black lead. At 18:50, power was removed from the controller white lead causing a no external power event. The ebb operated the system at this time and the pump speed was at 9200 rpm. At 18:54, the driveline was disconnected and the pump speed dropped to 6850 rpm then to 0.0 rpm. The driveline was disconnected intentionally due to confusion of what needed to be connected or not to transport the patient from the emergency department. The ebb operated the system at this time. At 18:55, the driveline was reconnected and the pump returned to operating at the set speed of 9200 rpm. There was a no external power event at this time also, but it cleared when external power was restored. The pump was off for a total of approximately 59 seconds. The first no external power event lasted approximately 1 minute 29 seconds. The second no external power event lasted approximately 4 minutes 53 seconds. The site believes these power and driveline issues occurred at the time of transport from the floor to the emergency department. Technical services also noted that the patient cable in use between (B)(6) 2020 at 19:54 and (B)(6) 2020 at 05:56 appeared to have cable fatigue, and the hospital has therefore replaced the patient cable. There were no adverse patient events.